Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used in a scope cleaning on an unknown date. During the scope cleaning, the brush head piece broke off inside the scope. The brush head was inadvertently left inside the scope due to a cleaning error.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block d4: this is a non-sterile device with no expiration date. Block g2: medwatch#: mw5147772 block h6: imdrf device code a0401 captures the reportable event of brush break.